Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that customer experienced an elevated blood glucose (bg) level of 513-514 mg/dl. Reportedly, the cause of the high bg was multiple intermittent occlusion alarms. Customer administered manual injections to address the issue and changed the infusion set.